Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning and a polarity switch occurred. It was further reported that there was low impedance, atrial and ventricular oversensing and that two episodes of noise occurred post polarity switch. The device and lead are still in use. No patient complications have been reported as a result of this event.